Event description:
It was reported that the head was disassociated from the trunion. The trunion was visually worn away. The surgeon revised the stem to a rest. Modular. From an accolade tmzf.

Manufacturer narrative:
An event regarding disassociation involving a metal head and an accolade stem was reported. The event was confirmed. Method and results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: a review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return,histopathology report, x-rays, as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened.

Event description:
It was reported that the head was disassociated from the trunion. The trunion was visually worn away. The surgeon revised the stem to a rest. Modular. From an accolade tmzf.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding disassociation involving a metal head and an accolade stem was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the head was disassociated from the trunion. The trunion was visually worn away. The surgeon revised the stem to a rest. Modular. From an accolade tmzf.